Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, erbe encountered an error c-71 at startup. The technical support engineer (tse) asked caller to verify ethernet cable connected to vision side cart (vsc) and wall connector caller did but still no connection. The customer also tried swapping wall connector, but system still would not connect. Tse guided to power cycle erbe, but erbe displayed error c-00. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.